Manufacturer narrative:
Technical discussion with the surgeon determined that the breakage occurred due to a conflict between the drill bit and a screw. The root cause of this event is user error. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies/(B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corporation.

Event description:
Breakage of the bit was reported. There was no adverse patient consequence.